Manufacturer narrative:
(B)(4). The device has been received for analysis, however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during an endoscopic retrograde it was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the image of the first spyscope ds ii was lost. Reportedly, a laser probe was fired when the visualization issue occurred. A second spyscope ds ii was used, however, the image was also lost before using the laser probe. The procedure was not completed due to this event, and will be rescheduled as the stones were still intact inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation was performed. The catheter demonstrated signs of use in the form of elevator marks along the shaft. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed the camera wire twisted in the breakout region. The handle was opened and the components within were visually inspected. It was noted that some fluid residue was present on the printed circuit board assembly (pcba). The camera wire jacket covering the camera wires in the region of the breakout was damaged and the camera wire was exposed. With a live image displayed on the controller, a jumper wire was clipped to ground on one end and grazed the camera wire where the jacket was compromised on the other end. The image was disrupted. The reported event was confirmed. The breakout region of the handle is the routing location for the camera wire, plastic optical fibers (pofs), and steering wires as those components exit the handle. Articulation of the device during procedure causes movement of all of these components in the region. It is possible in this dynamic setting that the camera wire can interact with the steering wires, pofs, or the edges of the breakout. The forces exerted on the camera wires during this interaction have been found to damage the jacket or the conductors within. If the jacket is compromised, the wires are no longer insulated and can come into contact with the steering wires, resulting in an electrical short that will cause the image to turn off if the camera wires are damaged, this results in an electrical open that will cause the image to turn off. An investigation is in place to address visualization problems due to camera wire or jacket damage in the breakout region in the handle. Based on all available information, the most probable cause selected for the visualization problem due to camera wire or jacket damage in the breakout region is cause traced to component failure. This investigation has not identified a potential process related problem for the batch number identified. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: correction: block b5 and block g5 (premarket / 510(k) #) has been corrected.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the image of the first spyscope ds ii was lost. Reportedly, a laser probe was fired when the visualization issue occurred. A second spyscope ds ii was used, however, the image was also lost before using the laser probe. The procedure was not completed due to this event and will be rescheduled as the stones were still intact inside the patient. There were no patient complications reported as a result of this event.